Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/22/2024, that on (B)(6) 2024, the patient experienced a skin reaction with infection and pain which occurred an unspecified day after the sensor had been inserted in the arm. The patient was feeling discomfort and had radiating pain that went under her armpit going through under her breast. She consulted her doctor, and was prescribed oral antibiotics (doxycycline) for 10 days. After the treatment the patient recovered. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.